Event description:
During the implant of this cardiac resynchronizatin therapy defibrillator (crt-d) and lead system, the pt died. During the implant procedure, the pt went into spontaneous ventricular fibrillation (vf) several times. Initially external shocks converted the rhythm. The device and transvenous defibrillation lead were implanted and the pt was stablized. However, the pt continued to fall, the pt's rhythm became agonal and the pt was unable to be resuscitated. It is reported that the pt received 30-35 external shocks and about 4 shocks from the device. There are no allegations against the device function.